Event description:
Spacelabs healthcare was notified that multiple beds connected to the xhibit telemetry receiver (xtr) system are going offline. There is no patient harm reported with this event.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) remotely restarted all xhibit telemetry receivers (xtr) and reset the software of all xhibit central stations to resolve the reported problem. The spacelabs healthcare pss also collected logs to be reviewed as part of this investigation. At this time, the cause of the reported issue could not be determined. Pss forwarded the logs to spacelabs engineering for further review. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.